Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that patient experienced issue with five infusion sets as they fell off during use. It was stated that events occurred on various dates (B)(6) 2024. The event occurred within 2 days after insertion. Patient replaced infusion set and resumed insulin successfully. No further information was available.

Manufacturer narrative:
Initial and final MDR -(B)(4)- device 1 of 5.